Manufacturer narrative:
Investigation: 12 samples were received for evaluation. Visual inspection was performed. They all look good; no rust or oxidation was observed. Our manufacturing process is validated and the products are safe to be used. This product has been evaluated in accordance with related iso standards. "Biological evaluation of medical devices", and complies with all relevant sections. Failure mode is not verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the needle 18ga 1-1/2in nokor ce-euro experienced foreign matter contamination.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 18ga 1-1/2in nokor ce-euro experienced foreign matter contamination.